Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 4 of 4 for the same event. It was reported from (B)(6) that during service and evaluation, it was determined that the control unit of the small battery drive device was not functioning and was defective. It was further determined that the device failed pretest for check off/oscillation/on switch mode function, check the oscillation angle, check switching function, check the triggers and electronic control unit (ecu) function, and check power with test bench. It was noted in the service order that before use on the patient, it was observed that the air oscillator device, air reamer drill device, compact air drive device, and the small battery drive devices locked during testing while in use together. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.